Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: there is a cracked battery compartment above grip pad to threads. Pump powers on to blank display. Opened pump, moisture damage found on printed circuit board. Audio bolus button cover is missing. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation which revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 7/26/2016.